Event description:
Boston scientific received information that during a device upgrade procedure it was noticed this right ventricular (rv) lead had dislodged. Lead measurements were within normal range before the procedure, but fluoroscopy showed the rv lead was pulled back to the tricuspid valve. The lead was successfully capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.